Manufacturer narrative:
Device not returned. Additional manufacturer narrative: a device history record review is in progress. No additional information has been provided by the health care provider regarding the event other than the device was explanted -- same date - due to "one leaflet not opening fully". An operative report was requested but has not been provided. Location of the device for return was indicated as unknown. The operative report and echo (if recorded) have been requested but not received. Investigation is on-going.

Manufacturer narrative:
Additional manufacturer narrative: the device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. No additional information is forthcoming. The event was reported as a valve explant at implant. This is typically a result of inappropriate sizing, distortion of the valve during implantation and/or the patient's anatomy, and not a malfunction of the device. In this case, the reason for explant provided was "one leaflet not opening fully." Unfortunately, the device is not available for return and cannot be evaluated. Therefore, without additional information or return of the device, we are unable to determine the root cause for this explant.

Event description:
An event was received through the edwards lifesciences implant patient registry. This "registry" is a patient tracking mechanism for serialized devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market registry. Patient and device status are reported through the registry. This information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received by edwards as a conventional customer complaint. In this case, the device was explanted at implant due to one leaflet not opening fully.